Event description:
A perclose closure device was attempted post cath procedure to obtain hemostasis. Device did not capture and a second device was used. Excessive bleeding around device occurred and the decision was made to abort closure attempt. A sheath was placed back into the common femoral artery but bleeding continued. Sheath was pulled so a femstop device could be placed. Hemostasis was obtained with femstop.